Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. No anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following control. In the product assembling process, 100% visual inspection is performed to ensure that there is no deformation in the coil. After the product assembling process, the outer diameter is measured on 100% basis to ensure that there is no anomaly on it. In the shipping inspection, the sliding resistance is measured per each lot to ensure that there is no anomaly in its lubricity. In the shipping inspection, tensile strength is measured on a sampling basis per product code/lot to ensure that there is no anomaly in it. The instructions for use (IFU) of this product indicates as follows: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter."

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that "the date of event is august 2025. The wire fractured in the coronary artery. Attempted removal of wire, approximately 10 mm of wire left in vessel. Patient had no chest pain and hemodynamically stable when procedure was completed. The procedure was a left heart catheterization." Additional information was received on 08oct2025: all known information was reported to medsun.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided b3: date of event: august 2025 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.